Event description:
Healthcare professional reported left side rupture and patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: red particles in the shell and gel, opening curved on radius and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, creases fold, stress marks and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture and patient¿s concern with the product. Device has been explanted.